Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that one large volume pump module was noted to have the occlusion pressure setting very high. The flow rate was 8.5ml/hr. The tick mark on the pressure dynamic graph should have been much lower. The device was also incorrectly loaded. The tubing was corrected and infusion restarted, and the pressure dynamic graphic was unchanged. The device should have had it's setting automatically changed. There was patient involvement but no harm.

Manufacturer narrative:
Correction: concomitant med prod data, PMA / 510(k)# additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had high occlusion pressure setting was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that one large volume pump module was noted to have the occlusion pressure setting very high. The flow rate was 8.5ml/hr. The tick mark on the pressure dynamic graph should have been much lower. The device was also incorrectly loaded. The tubing was corrected and infusion restarted, and the pressure dynamic graphic was unchanged. The device should have had it's setting automatically changed. There was patient involvement but no harm.